Event description:
Pd cycler homechoice pro overfill, model number 5c8310, severe discomfort, difficulty breathing, shoulder pain, 2 day slater still in pain. Nauseated. Conducted a manual drain and had 4900ml/grams. Most I've ever drained previously was 2500. Only 1 alarm early in treatment.